Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the components of the returned device sealed in the tray confirmed that the device matched the part number listed on the tray. Review of the print on the neck flange and the print verification form identified an issue with the print on the neck flange. The template and the part number required a 3.5 ID / 5.3 od shaft, but 4.5 ID / 6.7 od was printed on the neck flange. The device was removed from the tray and the ID was inspected using a go/no go gage. The shaft passed. The od of the shaft was measured using a caliper. It measured 5.32 mm. Using a verified ruler (purple dot), the length of the 1a measurement measured 20 mm and the length of the 1b measurement measured 45 mm. The device was determined to be built per the requirements of the template, but the wrong silk screen was used to print the ID and od on the neck flange. The root cause of the reported issue was found to be individuals failed to identify that the wrong ID / od was printed on the form. Final inspection also failed to identify that the device's measurements did not align with the print on the neck flange.

Event description:
It was reported that the packaging on the outside of the box was the correct device but the wrong device was inside the box. No patient injury was reported.